Event description:
Device displayed a "pacer fault 117" message. There was any patient involvement in the reported malfunction.

Event description:
Device displayed a "pacer fault 117" message. There was any patient involvement in the reported malfunction>